Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: email.

Event description:
Reported an increase in false positive flu results on sofia flu+sars. Number of results is unknown. Unknown if the result was confirmed. Confirmation method(s) not provided.